Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent physical condition. Error history log review found a force sensor test error. The root cause of the reported issue was found to be a broken screw-boss on left plunger case. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed force sensor calibration and all functional tests which passed.